Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545 manufacturing site: 8021545.

Event description:
The patient experienced high blood glucose levels 364mg/dl and was treated with correction bolus via bolus on (B)(6) 2026, the event caused after changing the catheter.